Event description:
It was reported that on (B)(6) 2012, it was noted that the device had a broken front connector. Additional information has been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the device manufacturing records was conducted and the device met all (B)(4) release criteria.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.